Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the device will not turn on / off. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the device will not turn on/off. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced f1 and c3 on motor control board due to no power. Replaced dim u4 on display board. A review of the device history record showed the device had a manufacture date of 04/12/2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was involved in a production failure (B)(4) for test failure - pressure test/ high reading, which does not correlate to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the motor control board - blown fuse (no power). A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA 1143616 lvp dim u4 display.

Event description:
The customer reported that the device will not turn on / off. There was no patient involvement.